Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 10/23/2015, to report that on (B)(6) 2015, the patient experienced a detached or missing sensor wire upon sensor removal. Patient's father stated that the sensor wire broke off in the patient's skin. No additional event or patient information is available.